Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, at the end the procedure following ablation, the physician diagnosed a cardiac tamponade via intracardiac echocardiogram. A pericardiocentesis was performed in order to stabilize the patient. Nothing unusual occurred during the procedure. The physician did not know where or when a cardiac perforation might have occurred. There were no performance issues with the abbott device.